Event description:
Augmentation 1/25/94 with saline implants. 10/18/94 bilateral open capsulectomy. 11/15/94 extremely swollen left breast, not "feverish" or exquisitely tender. Pt had flu one week prior to the visit and incident. 11/29/93 drainage left breast-cultured and pt was started on erythromycin. 12/8/94 culture negative. 1/10/95 implants removed.